Event description:
A reported incident involving a pump plum a+, during administration of a 100 ml infusion programmed over 30 minutes, the pump displayed a cassette test error after approximately 15 minutes of infusion. The pump screen subsequently displayed a volume to be infused of 192 ml with a duration of 20 minutes. Upon assessment, the infusion container was found to be empty. Although the pump generated an end-of-treatment alarm, it was reported that the infusion was completed in a shorter time than programmed. There was patient involvement with no injury reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional information becomes available.